Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: the surgical notes from the primary surgery were received. The surgical notes described an uneventful primary surgery with positive assessments made in regard to leg length, cup position and rom. Pain can be caused for a variety of reasons, such as: dislocation of the joint, infection, soft tissue impingement, pseudo tumors due to particulate debris, leg length/offset discrepancy, loosening of the prosthesis, and fracture/breakage of the prosthesis. With the information currently provided no cause for pain in this patient can be found. Further, no design deficiency can be identified. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised for pain.